Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the product was not returned to zoll medical corporation for evaluation. Instead, a retained sample investigation was performed on the lot used with no findings. The retained sample passed all testings and visual inspection. The retained sample works as expected. The log files were not provided for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a spark was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.